Event description:
During extraction of an epidural catheter in the pt who had just delivered a baby, the pt was sitting up, leaning forward with back rounded. The epidural catheter was removed with gentle straight traction. A portion of the catheter tip remains in the pt.